Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("pelvic infection") and pelvic pain ("constant pelvic pain/pain chronic pelvic pain") in a 30-year-old female patient who had essure (batch no. 627757) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy in 2008, missed abortion (at 7 to 8 weeks), uterine dilation and curettage, vaginal bleeding, abdominoplasty in (B)(6) 2010, cesarean section and placenta previa. Previously administered products included for hives: penicillin; for rash: terconazole; for vomiting: hydrocodone and lortab. Concurrent conditions included sinusitis, ankle sprain, contact dermatitis, pharyngitis, rectal bleeding, gastroenteritis (noninfectious), gallstones, blood in urine, dysuria, uti, snoring, fatigue, bruxism (intermittent), vaginitis, hematuria, fatigue, malaise, headache, pharyngitis, sinus pressure, dyspareunia (intercourse very uncomfortable), multigravida (g4), parity 2 and bacterial infection (recurrent (before essure removal surgery)). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced vaginal infection ("vaginal infection"), urinary tract infection ("urinary tract infection") and depression ("depression"). On (B)(6) 2011, 2 years after insertion of essure, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual)"), pain ("pain"), weight increased ("weight gain"), mobility decreased ("reduced mobility."), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("lower back pain") and abdominal pain ("abdomen pain"). The patient was treated with tramadol, ibuprofen (motrin), paracetamol (tylenol cold), surgery (laparoscpic removal, bilateral partial salpingectomy and fulgaration of endometriosis) and surgery (laparoscpic removal, bilateral partial salpingectomy and fulgaration of endometriosis). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic infection, menorrhagia, vaginal haemorrhage, vaginal infection, depression, dyspareunia, weight increased, fatigue, mobility decreased and dysmenorrhoea outcome was unknown, the pelvic pain, pain, back pain and abdominal pain had resolved and the urinary tract infection was resolving. The reporter provided no causality assessment for pelvic infection with essure. The reporter considered abdominal pain, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, mobility decreased, pain, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: essure procedure: the essure micro-implants were placed into the tubal ostia bilaterally using standard technique without difficulty. The right ostium had 1 visible coil and left ostium had 2 visible coil. The essure insertion device and then the hysteroscope were removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion smear cervix - on an unknown date: negative hysterosalpingogram- on (B)(6) 2009, hysterosalpingogram test confirmed satisfactory placement of both essure coils and full occlusion of both tubes. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic infection, pelvic pain, abdomen pain and back pain." Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-jul-2018: quality safety evaluation of ptc. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("pelvic infection") and pelvic pain ("constant pelvic pain/pain chronic pelvic pain") in a 30-year-old female patient who had essure (batch no. 627757) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy in 2008, missed abortion (at 7 to 8 weeks), uterine dilation and curettage, vaginal bleeding, abdominoplasty in january 2010, cesarean section and placenta previa. Previously administered products included for hives: penicillin; for rash: terconazole; for vomiting: hydrocodone and lortab. Concurrent conditions included sinusitis, ankle sprain, contact dermatitis, pharyngitis, rectal bleeding, gastroenteritis (noninfectious), gallstones, blood in urine, dysuria, uti, snoring, fatigue, bruxism (intermittent), vaginitis, hematuria, fatigue, malaise, headache, pharyngitis, sinus pressure, dyspareunia (intercourse very uncomfortable), multigravida (g4), parity 2 and bacterial infection (recurrent (before essure removal surgery)). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced vaginal infection ("vaginal infection"), urinary tract infection ("urinary tract infection") and depression ("depression"). On 14-feb-2011, 2 years after insertion of essure, the patient experienced fatigue ("fatigue"). In august 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual)"), pain ("pain"), weight increased ("weight gain"), mobility decreased ("reduced mobility."), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("lower back pain") and abdominal pain ("abdomen pain"). The patient was treated with tramadol, ibuprofen (motrin), paracetamol (tylenol cold), surgery (laparoscpic removal, bilateral partial salpingectomy and fulgaration of endometriosis). Essure was removed on 8-may-2014. At the time of the report, the pelvic infection, menorrhagia, vaginal haemorrhage, vaginal infection, depression, dyspareunia, weight increased, fatigue, mobility decreased and dysmenorrhoea outcome was unknown, the pelvic pain, pain, back pain and abdominal pain had resolved and the urinary tract infection was resolving. The reporter provided no causality assessment for pelvic infection with essure. The reporter considered abdominal pain, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, mobility decreased, pain, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: essure procedure: the essure micro-implants were placed into the tubal ostia bilaterally using standard technique without difficulty. The right ostium had 1 visible coil and left ostium had 2 visible coil. The essure insertion device and then the hysteroscope were removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 20-sep-2009: total bilateral occlusion smear cervix - on an unknown date: negative hysterosalpingogram- on 4-jun-2009, hysterosalpingogram test confirmed satisfactory placement of both essure coils and full occlusion of both tubes. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic infection, pelvic pain, abdomen pain and back pain." Most recent follow-up information incorporated above includes: on 1-mar-2018: per mr: event: pelvic infection was added. This case is medically confirmed. Her historical medication/concurrent condition was added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("constant pelvic pain/pain chronic pelvic pain") in a 30-year-old female patient who had essure (batch no. 627757) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included sinusitis, ankle sprain, contact dermatitis, pharyngitis, rectal bleeding, gastroenteritis and gallstones. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract, vaginal"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract, vaginal") and depression ("depression"). On (B)(6) 2011, 2 years after insertion of essure, the patient experienced fatigue ("fatigue"). In august 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual)"), pain ("pain"), weight increased ("weight gain"), mobility decreased ("reduced mobility."), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("lower back pain") and abdominal pain ("abdomen pain"). The patient was treated with surgery (laparoscpic removal, bilateral partial salpingectomy and fulgaration of endometriosis). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain outcome was unknown and the urinary tract infection was resolving. The reporter considered abdominal pain, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, mobility decreased, pain, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion hysterosalpingogram- on (B)(6) 2009, hysterosalpingogram test confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received : reporters details added. Aka name and dob added. Events abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: urinary tract, vaginal, infection (other), depression, salpingectomy (bilateral removal of fallopian tubes), dyspareunia (painful sexual intercourse), pain, weight gain, fatigue and reduced mobility, dyshmenoorhea, lower back pain and abdomen pain were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("constant pelvic pain") in a female patient who had essure inserted for female sterilisation. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (on (B)(6) 2014, laparoscopic removal of bilateral essure devices,and bilateral partial salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Diagnostic results: hysterosalpingogram- on (B)(6) 2009, hysterosalpingogram test confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Most recent follow-up information incorporated above includes: on 11-jul-2017: case is now valid. Event "constant pelvic pain" added, product information updated from legal complaint. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.